Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foggy image due to a broken objective lens could not be determined, however, the issue was likely the result of and ingress of moisture into the broken lens. The broken objective lens was likely the result of stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited: due to damage on objective lens, a foggy image occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the adhesive on bending section cover had a chip. Due to damage on charged coupled device unit, insulation resistance value did not meet the standard value. Bending section cover had a scratch, due to damage on forceps elevator surgical products, bending section cannot be fixed firmly. Control unit had a scratch, grip had a scratch. Angulation lever had a scratch. Switch 1 had a scratch. Light guide connector had a scratch, light guide cover glass had a scratch. Video connector case had a scratch and video connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.